Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a keypad issue. The keypad issue was described as, ¿when pressing the second selection arrow, 4, 6 and ¿ok¿ keys, it also presses the key under it simultaneously¿. The process step during which this occurred was unknown. It was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, some of the keys of the device were working intermittently. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the issue was component failure. The front panel requires replacement to resolve the issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.